Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an extrusion of the receiver/stimulator. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)